Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a totally extraperitoneal hernia repair procedure, the balloon could not be inflated. Another of the same device was opened to complete the case. There was no tissue damage, tissue loss, blood loss or unexpected extension of surgery time. The patient was not injured and the patient¿s most recent status was stable. No medical intervention was required.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information: device received for evaluation, device evaluation pending.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was received broken. The dissector balloon could not be inflated due to the broken balloon. A review of the device history record could not be performed because the lot number was not provided, however, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.